Event description:
The surgeon reports performing cataract surgery with implantation of the cystalens intraocular lens in the left eye using the ci-28 delivery device. Post-operatively, a z-syndrome occurred. The pt's preoperative bcva was 6/7.5 (20/25) with mr + 5.00 - 1.25 x 35. One week postoperatively, the pt's bcva was 6/9.5 (20/32), and lri was performed. Some pco was observed. Double vision was reported at approximately six weeks postoperatively with visual acuity of 6/15 (20/50). The pt is scheduled for a planned follow up. Additional info has been requested. Reference MDR# 2031924-2010-00233.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. According to the surgeon, the most likely cause of the z-syndrome is due to the size of the iol in a relatively small eye. Capsule fibrosis may cause misalignment of the iol. (B)(4).